Event description:
The customer reported that the battery was not charging.

Manufacturer narrative:
(B)(4): the customer reported that the battery was not charging. The unit was evaluated locally by philips, and it was determined that the unit failed to power up on ac power. Replacement of the power supply resolved this failure. The unit passed all post-service testing and remains at the customer site.